Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. Reportedly, the contact attempted to withdraw insulin from the cartridge after the pump declared the low insulin alert and was unable to obtain much insulin from the cartridge, indicating that the fill estimate may have actually been low. However, it was not confirm. The contact stated to not noticed any leakage coming from the cartridge. The pump was not available to troubleshoot with tandem technical support at the time of the call. It was indicated that the customer had reverted to manual injections for alternate insulin therapy and current pump.